Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No stuck buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and missing end cap sticker. Moisture damage was found on electronic and motor assembly.

Event description:
It was reported that the keypad of the insulin pump was not responsive. The numbers were scrolling and would not allow the customer to deliver a bolus. The customer's blood glucose was 85 mg/dl. The customer stated that they went to white water rafting and no moisture got on the insulin pump, besides sweat. The insulin pump was in a waterproof case. The customer stated that every time they go on a vacation to a place where it is extremely hot, they get an issue with the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.